Event description:
Incident occurred twice on the same day with the same kit. Medical residents opened the kit and when they picked up the # 11 safety scalpel the blade was exposed. Gloves had pt's blood on them when residents reached for scalpel.

Event description:
We are unable to provide significant additional info on this report. Arrow had not been notified of this event by the hosp involved, and when we received the copy of the voluntary report from FDA we contacted hosp. The only additional info provided by the hosp was that the product lot involved was never recorded by the hosp. Since no product was saved by the hosp, and the lot number of the specific products involved in the incident was not recorded, we are unable to provide any failure analysis results or any conclusion regarding this occurrence. There have been no other reports of similar incidents during the two years this product has been on the market. There have been no design changes or modifications to this device since first marketed which are related to this event. Sales of this product for the fiscal year (september through august) 2003 were 705 kits, and for fiscal year 2004 to date were 3560 kits.